Event description:
It was reported that the patient had an infection that lead to a pump explant. The medication being delivered via the device system was not reported. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).